Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a rebel mr catheter. The balloon was tightly folded. Inspection of the device revealed numerous kinks in the hypotube with damage to the stent located 24 mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2017.   It was reported that crossing difficulties were encountered.    A 16 x 3.50 rebel stent was advanced but failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.